Manufacturer narrative:
The product for this complaint was not returned, however, the lens was returned and evaluated. A piece of a haptic plate was torn off an missing and there was both a reddish and a clear surgical residue on the lens.

Event description:
It was reported that the surgeon attempted to insert a 17.0 diopter aa4204vl silicone plate lens with toric and the lens got stuck in the cartridge. There was no patient contact.